Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The target nodule was about 6 millimeters in size and located in the left lower lobe, just above the diaphragm, abutting the pleura. The procedure was completed as planned with no delays, malfunctions, or intra-procedural complications. A chest x-ray was performed right after the procedure and no acute findings were observed. Three days after the procedure, the patient had chest pain and shortness of breath. An additional chest x-ray showed a moderate to large pneumothorax. A chest tube was placed, and the patient was hospitalized for one day. The pneumothorax resolved and the patient was subsequently discharged home. The patient was reported to be in stable condition. The physician reported that the pneumothorax would have likely occurred via another modality due to the location of the target nodule. The pneumothorax was thought to be related to both the ion procedure and the patient's pre-existing condition; the patient's body size was noted to be larger than average.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.